Event description:
It was reported that during a lobectomy procedure, the device could not staple completely and there was some bleeding. The procedure was completely by additional suture. There was no adverse consequence to the pt.

Manufacturer narrative:
Tracking